Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not recovered from the field. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. There is no indication that the lifevest contributed to the patient's passing. Device manufacture date: monitor: 04/01/2011, electrode belt: 12/24/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away wearing the lifevest. The patient's boyfriend was with the patient at the time of passing. The patient's sister alleged that the lifevest shocked the patient and that the coroner said her "heart exploded". A review of the downloaded data file revealed that the patient was not treated by the lifevest. The patient experienced arrhythmias seven times between 06:33:38 and 06:52:45 on (B)(6) 2015 with a rhythm of ventricular fibrillation (vf) and response button use. Asystole was detected at 06:55:14 and CPR artifact was present at 07:02:08. It was reported that the patient's boyfriend performed resusitation efforts. The electrode belt was disconnected at 07:58:26 on (B)(6) 2015. The patient was not treated by the lifevest, and passed away on (B)(6) 2015. There is no indication to suggest the lifevest contributed to the patient death.